Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off by itself. The stimulation has turned off multiple times since (B)(6) 2011 and the cause was unknown. The patient was going to document and monitor the issue to try and determine a cause. It was also reported that the patient experienced pain at the ins site. The patient met with their physician that day to check the area. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-03771.

Manufacturer narrative:
Product ID, 3387s-40 lot# v047230, implanted: 2007 (B)(6), explanted: na. Product typ lead product ID, 7482a51 serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ extension right side system: product ID, 7426 serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ implantable neurostimulator product ID, 7482a51 serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ extension product ID, 3387s-40 lot# v047230 implanted: 2007 (B)(6), explanted: na. Product typ lead. (B)(4).